Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that ivtm therapy was initiated on a post cardiac arrest patient. At the beginning of the procedure, upon power up, the thermogard console displayed the "coolant empty" alarm message. The customer filled the cooling well with sterile water, but was unable to clear the message. Another thermogard console was used to continue with the therapy. The therapy was completed without any issues. The patient was returned to the community hospital and was still on mechanical ventilation but was awake. There was no patient injury reported.